Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. It was reported no intervention was necessary to correct an injury and nothing unusual about the patient or the procedure which led to the incident. It was reported prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for 7 years, and was trained by a given representative. The vacuum source used was a medela pump and the vacuum pressure before the procedure (with and without finger) was 550. No lubricant was used to facilitate capsule placement. The delivery system and the capsule will not be returned to given, as the customer discarded the device. The physician is not clear to what caused the failure to attach.